Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2022-01642. It was reported that one of the leads was addressing high impedance. As such, surgical intervention took place wherein one of the leads was explanted and replaced with new lead. Patient had no complication. It is unknown which lead was liable and as such both are reported.